Event description:
It was reported that the inner threaded inserter gets stuck in the outer inserter. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 110003451 ¿ g7 shell inserter ¿ 890300. Visual examination of the returned product identified the threaded shaft had scuffing and indentations on the shaft along with damage to the threads. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.